Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that their stimulation turns on and off and says it started happening "even with the old implant", ever since they had a car accident which they said was on (B)(6) 2016 at 1am" pt says that ever since then this has been happening. I found that this car accident as well as stimulation shutting off was documented in rtg0093513. Pt then got the new intellis implant but it is still doing the same thing. On the day of the intellis implant (B)(6) 2020 they told the local rep this had been happening, but rep told them it shouldn't happen with the new intellis. Pt says they never talked to rep since this conversation (after intellis was implanted that day). Pt said they still have the same lead wire put in, and don't have an updated surescan lead. I advised that pt speak with hcp about this issue, and they are hesitant to do that because they think the doctor will "just keep replacing the stimulator". I advised they consult with hcp and ask them if a mdt rep can be involved. The issue was not resolved through troubleshooting. The patient was re directed to their healthcare provider to further address the issue. Redirected caller: patient's hcp pt says that they need an MRI, but is seeing a no device screen and says they haven't charged their implant for about 2 days, so they are going to charge the implant and will call back for help. They didn't report any charging problems. Caller was redirected to the healthcare provider (hcp).